Manufacturer narrative:
It was reported by the customer contact that on (B)(6) 2023 a " balloon did not work (didn't inflate) on this catheter". It was reported that due this, the catheter "had to be removed and pulled a new product from the shelf". A sample was requested to be returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Balloon did not work (didn't inflate) on this catheter.